Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic esophagectomy procedure. The powered stapling device was being used for firing over the gastric vessels. There were issues with getting the reload on the adapter. Once it was on it would not open and close. The stapler stopped mid fire and had to retract the knife blade. This happened twice with two different reloads. There was also a problem taking the reload off. The surgical time was extended by thirty minutes or more due to the product problem. The stapler was not firing properly which led to having to fire multiple reloads. In order to resolve the issue and complete the case, changed the adapter. There was no patient harm. The patient had undergone chemotherapy or radiation treatments.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.